Manufacturer narrative:
Summary of evaluation: sem analysis showed that the returned alta 6 hole channel plate broke in fatigue. Sem analysis results suggest that this event would not be associated with the device. However, there is insufficient info provided in the product complaint rpt to determine the cause for the fracture of the returned alta channel plate in fatigue.